Manufacturer narrative:
A sample from patient 1 was received for investigation. An elevated troponin t hs value was reproduced. Testing by size exclusion chromatography (sec) suggested a high molecular weight interferent in the sample, that may lead to falsely elevated troponin t. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. Further clarification of the actual troponin t concentration is not possible and needs to be assessed from a clinical point of view. A sample from patient 2 was received for investigation. An elevated troponin t hs value was reproduced and is in concordance with values measured for ck-mb and myoglobin. Testing by size exclusion chromatography (sec) did not show an interfering factor in the sample. Based on the results of the investigation, the measured troponin t value in the complaint sample was considered to be a true value.

Event description:
There was an allegation of questionable troponin t hs elecsys results from the cobas e 801 analytical unit that do not match the patient's clinical symptoms. The testing was performed per protocol due to chest pain. Patient 1 initial result was 221 ng/l. On (B)(6)2023, the patient was admitted to an emergency department at another hospital with chest pain. The troponin I results at that site using siemens method were 4.4 ng/l and 3.7 ng/l. The customer then repeated the sample from (B)(6) 2023 and the result troponin t result was 207 ng/l. Patient 2, on (B)(6) 2023, the initial result was 67 ng/l and the repeat result was 69 ng/l. On (B)(6) 2023, the sample was sent to another hospital and the troponin I result was <2 ng/l. The clinic doubted the troponin t hs result.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Samples from the patients were requested for further investigation.